Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the customer reported 'constant downstream occlusion' which were verified through a review of the event history log and reproduced during evaluation. The reported condition was verified. The cause was determined to be an out of adjustment downstream tubing guide which was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed constant downstream occlusion. There was no patient involvement. No additional information is available.